Event description:
It was reported the power output was not correct and the patient's bladder was injured. During the cutting process in tur bipolar mode the power output was interrupted. When they restarted the bladder was perforated (occurred 3 times) and new electrodes were used.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to the initial h3 and to provide a correction to the initial h4. The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to the following mechanisms caused by the user. 1. Incorrect adjustment of the generator, 2. Use of an unsuitable instrument or 3. Unsuitable guidance of the instrument. However, the root cause of the reported event could not be identified with the information received. Olympus will continue to monitor field performance for this device.